Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial and clear surgical residue on product. Visual inspection found haptic deformed and caught on lens vial cap, and foreign material (residue) on lens surface. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.5 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a longer lens due to low vault. The problem was resolved.